Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 314.570. Lot no:1060411. Release to warehouse date: 30 june 2000. Manufacturing site: synthes gmbh. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of scrdriver-hex-small ø2.5 l270, p/n: 314.570, lot: 1060411, was severely stripped. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per procedure, it was determined that the reusable instrument device was stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped of scrdriver-hex-small ø2.5 l270, p/n: 314.570, lot: 1060411 would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, during sterile process department, a 2.5 hex screwdriver was observed as stripped. Won't be able to insert screws without stripping head of screw. Also, a slide hammer's handle was observed as cracked, broken and unusable. None were used in surgery lately just observed as broken. There was no patient involvement. This report is for one (1) scrdriver-hex-small ø2.5 l270. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.